Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report 1416980-2018-04625. All investigation activities will be captured under report 1416980-2018-04625.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three exactamix 2000 ml eva tpn bags leaked. During an unknown process step, the leaks were observed at the top middle ports. There was no report of patient injury or medical intervention associated with this event. No additional information is available.